Manufacturer narrative:
The lens was returned for evaluation and evaluated. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided the root cause cannot be determined.

Event description:
It was reported, that approximately 7 months after implantation of an intraocular lens(iol) into the left eye, the patient experienced persistent positive dysphotopsia. The lens was exchanged with a different model iol. The surgeon does not anticipate any problems other than potentially a modest change in refractive error and ideally a reduction in glare/halo/starburst with the exchanged iol/change in iol material. Visual prognosis is excellent.